Event description:
Complaint reported as: "the syringe and needle combination was not able to withdraw/aspirate blood when dr was in the blood vessel. It appeared to have been suctioning air at the hub of needle. A new set was opened and the syringe and needle used successfully."

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the reported defective introducer needle and arrow-raulerson syringe (ars). The customer reported issue could not be confirmed from the photo as the crack in the needle hub is not visible in the supplied image. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states: "caution: do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup". The report that the needle hub cracked could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The customer image showed the reported defective introducer needle and ars; however, the photo did not show the crack in the needle hub and the complaint sample was not returned for evaluation. A device history record review was performed based on a potential lot number from sales history with no evidence to suggest a manufacturing related cause. The probable cause of the reported issue could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Complaint reported as: "the syringe and needle combination was not able to withdraw/aspirate blood when dr was in the blood vessel. It appeared to have been suctioning air at the hub of needle. A new set was opened and the syringe and needle used successfully."